Event description:
The customer reported that one syringe leaked during injection due to a crack and that some won't inject product at all. No information was received regarding any type of serious injury as a result of this product malfunction.